Event description:
It was reported that the customer had high blood glucose levels of 597 mg/dl. The customer treated with a manual insulin injection. Troubleshooting was done. The customer reported a bent cannula on one of the infusion sets for the insulin pump. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised that that the insulin pump was working as designed. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).